Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
It was reported that open circuits were noted on 13 electrodes of the implanted device. There are plans to explant the device but it has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 06, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. This report is submitted on april 14, 2023.

Manufacturer narrative:
Correction: the correct date of awareness is october 26, 2022; not december 16, 2022 as previously reported. This report is submitted on february 02, 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on april 14, 2023, was filed inadvertently. There was no extrusion. Device analysis indicated device failure. This report is submitted on may 23, 2023.